Event description:
The customer reported that during a blood transfusion the tubing broke off the port and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report of broken and leaking tubing was confirmed. Visual inspection of the set showed a separation between the IV tubing and the inlet of the patient-end y-site. Examination under magnification showed evidence of bonding solvent at the site of the separation; however, due to the amount of blood residue present inside the y-site, it was not possible to clearly see the distribution pattern of the solvent inside the component. The edges of the separated tubing had a jagged and uneven appearance. The probable cause of the failure was determined to be an excess of external force applied during use. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a blood transfusion the tubing broke off the port and leaked. There was no patient harm.